Event description:
The customer reported that while the unit was being used to monitor a pt, the ECG waveform was displayed as a flat line. The pt was switched to another unit. No pt injury was reported.